Event description:
Patient was revised due to recurrent dislocation, loosening of the cup and stem, polywear noted.

Manufacturer narrative:
Examination was not possible as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code combinations since their release for distribution during 1996. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.